Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. The contact pcb and battery pins were replaced to resolve the issue. After completing other unrelated repairs, and observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during routine inspection their device will unexpectedly loose power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
It was determined the cause of the reported issue was the contact pcb. Further root cause is unable to be determined.

Event description:
The customer contacted stryker to report that during routine inspection their device will unexpectedly loose power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.